Manufacturer narrative:
Currently it is unknown whether or not the device may have cause or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusions can be drawn at this time. (B)(4).

Event description:
Customer's wife reported that the insulin pump returned an error alarm. Blood glucose level was not provided. No further information was provided.